Event description:
A report was received via social media, (B)(6), stating that a patient passed away eight days post implant of the trial stimulator. The report indicates that a physician assessment indicated the patient death was due to natural causes and was not device related. It is unknown if the patient was implanted with boston scientific devices.